Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch #176d02. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, a reload packaging was received along with the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176d02, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9el6j and no non-conformances were identified. Manufacturing date: 07/22/2024 expiration date: 06/30/2027.

Event description:
It was reported that during an unknown procedure the reload does not fit into the groves of the contour stapler. There was the tiniest space between the stapler and reload which prevented the metal pin from engaging into the head of the stapler. The stapler comes loaded with a yellow flange on the load that is in the hand piece which is different to our stock of reloads. We tried a few times to re-engage the load but it would not work. The surgeon tried more than as well once. In view of patient safety, we used a second stapler. The surgery was delayed an unknown number of minutes. The procedure was successfully completed. There were no patient consequences.